Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the hospital after receiving a shock and being symptomatic. Upon an interrogation, an episode of slow ventricular tachycardia (vt) was recorded. The device appropriately discriminated for a while, but then started double counting. A shock was delivered which did not convert the vt. The patient self converted, but double counting was observed post-shock and post-conversion. A defibrillation threshold (dft) test was performed which successfully induced ventricular fibrillation (vf), sensed and converted with a 65j shock. As a result, no programming changes were made. No adverse patient effects were reported.